Event description:
It was reported, "device burned patient during surgery. Burn area was immediately excised. Patient has since been discharged." This event occurred during a laparoscopic gastric by-pass procedure. The burn area was on the lower mid abdominal area. The burn was surgically excised, and, the patient was discharged.

Manufacturer narrative:
It device return to manufacturer is anticipated; however, conmed has not received the device to date. A supplemental report will be filed on completion of the quality engineering evaluation.

Manufacturer narrative:
The device in question, the universal plus straight handle with hand-controlled electrosurgery, is an electrosurgical, disposable, single-use, dissecting instrument with suction/irrigation channels within the instrument shaft for use in surgical endoscopic procedures such as laparoscopy, pelviscopy, and thoracoscopy. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1305314 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. One (1) 60-6010-005 universal plus straight handle rocker switch control suction/irrigation electrosurgical device and one (1) universal plus l-hook electrode were returned for evaluation. The sheath slide on the electrode was found to function and lock properly. Using a calibrated multimeter, electrical continuity and functionality of cut, coag, and ground were confirmed from the plug to the buttons as well as from the plug to the nose tube and to the attached l-hook electrode. With the l-hook electrode attached to the handle, the device was plugged into a calibrated conmed system 5000 electrosurgical unit (esu) with a metal return plate. The cut and coag functions activated and deactivated properly. The handle was dismantled and examined. There were no evident anomalies or defects. To then check for leakage inside the handle and potential autoactivation, equipment was set up for irrigation testing using equipment per wi-qa-14-11(rev b) with tap water as the irrigant. No leakage was observed. This complaint was not confirmed, as the device was found to function properly and no defects were identified during the quality engineering evaluation. The procedure being performed was a laparoscopic gastric by-pass procedure. The burn to the patient occurred on their lower mid abdominal region. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important for the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure the safe and effective use of these devices. The cause of this complaint was not conclusively determined, but could be use related. The risk associated with this complaint issue is mitigated in the dfu, directions for use, which states, "do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula, or when not in contact with the target tissue or in position to deliver energy (fulguration) to target tissue. Doing so may cause burns to the patient." The dfu further states, "when not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, should the operator accidentally activate the electrosurgical generator." For the past twenty years the (B)(4) institute has warned users about problems related to inadvertent activation of electrosurgical unit (esu) active electrodes. Inadvertent activation typically occurs when a surgeon places an esu electrode on the patient or surgical drapes between intended esu activations and a device malfunction or unintentional switch activation cause the device to become energized, resulting in a burn or fire. To avoid an injury or incident the (B)(4) institute recommends to, "always placed unused esu active electrodes in a safety holster. If using a holster is inconvenient or awkward (eg. When using endoscopic electrosurgical electrodes), place the electrode away from the patient and surgical drapes on an instrument tray or stand; if this is not possible, disconnect the active electrode cable." ((B)(4). Burns and fires from electrosurgical active electrode. 1993; 22(8-9): 421-422) the (B)(4), perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation vi, reiterates the ecri institute statement by saying, "the active electrode should be placed in a clean, dry, well-insulated safety holster when not in use to minimize the risk of injury from unintentional activation. Injuries have resulted when the active electrode has been left lying on the patient between uses. Electrodes that do not fit in the holster should be placed in a designated location with tips away from flammable material (eg. Drapes)". The complaint investigation has not identified nor confirmed any manufacturing defects associated with this incident; therefore, corrective action is not warranted at this time. Conmed is considering this complaint closed.